Manufacturer narrative:
This report is submitted on november 25, 2022.

Event description:
Per the clinic, the patient experienced open circuits on all electrodes after implantation and was hospitalized (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022 and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted on december 19, 2022.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on march 03, 2023.

Manufacturer narrative:
Correction: the previous report submitted on (B)(6)2023 was filed inadvertently. Device analysis did not indicated device failure. Device analysis report attached. This report is submitted on march 03, 2023.